Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. Review of patient x-rays and device photographs finds the implant appears to be placed in proper position. It cannot be determined with the information provided that the complaint is product related. The investigation can draw no conclusions with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient complained of ongoing pain after initial primary surgery.